Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported restenosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Date of occurrence estimated as (B)(6) 2011.

Event description:
It was reported that approximately 18 months post implantation of 3 xience v stents in the first obtuse marginal (1st om), the patient experienced shortness of breath with exertion. On (B)(6) 2011, a nuclear stress test was abnormal. On (B)(6) 2011, 100% in-stent restenosis of the 1st om was noted and the stenosis was treated with a non-abbott stent. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged. Although requested, there was no additional information provided.